Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8079184 our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that at the time of insertion of bd intima-ii¿ closed IV catheter system leakage occurred at the adapter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at the time of insertion of bd intima-ii¿ closed IV catheter system leakage occurred at the adapter.